Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the vessel sealer extend instrument was not responding correctly to the commands. A backup instrument of the same kind was used. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the failure was not related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument; it moved in the other direction which was opposite of what was intended. The surgeon who used the instrument confirmed the movements were not those he had requested: for example, when he flexed his hand internally on the surgeon's console, the forceps flexed externally. When he had to open the vessel sealer, it remained partially closed, as if refusing an order. The vessel sealer was not "pushed to the limit"; as they were not at the end of the forceps. These were the movements the surgeon was used to making with the vessel sealer, but this vessel sealer seemed recalcitrant.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. A visual inspection revealed no signs of physical damage. The instrument was installed and tested on an in-house system, passing both recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions, and the grips/tips operated correctly. The instrument attached to and detached from the arm without any issues during multiple attempts. The instrument was found to be fully functional, and no product-related issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues with the product.

Event description:
Refer to h11 for follow-up information.